Event description:
Caller (pt's caregiver, son) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.2, lab: 3.9. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.2, 7.2, 6.2. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio: 6.2, reference: 3.9, mean: 5.05, confidence limits: na. Inratio precision data provided by end-user: 1st inr: 5.2, 2nd inr: 7.2, 3rd inr: 6.2, mean: 6.20, sd: 1.00, %cv: 16.13. Analysis of customer's data revealed that inratio and refence test result comparison did not meet accuracy criteria. However, repeated inratio test result comparison did meet precision criteria. No product is expected to be returned. Retained strip testing performed on 07/20/2011 revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot # 243934. At least two out of three replicates for both donors are within the allowable accuracy bias (+ of - 1.0). No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) was reached. From 08/19/2010 to 07/28/2011, seventeen therapeutic donor sample tests have been performed. Test records indicated that all strip test results met product performance. No corrective action required at this time as no product deficiency was established.